Manufacturer narrative:
Follow-up # 1 ¿ (09/12/2013).the patient¿s meter has been returned and evaluated by lifescan product analysis on 8/29/2013 and 9/5/2013, respectively, with the following findings:the meter passed all testing with no faults found. The meter was evaluated and the primary complaint could not be confirmed; however, a secondary issue was noted when misuse of device was found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was reverting to the setup mode. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2013 at approximately 7am. The patient reported that she was not taking any medications to manage her diabetes and it is not known what actions, if any, she took regarding her usual diabetes management routine in response to the alleged issue. The patient claimed that approximately 45 minutes after the alleged issue occurred, the patient claimed she developed symptoms of ¿low blood [glucose] perspiring and became upset¿ and despite her symptoms she denied receiving any form of medical intervention. At the time of troubleshooting, the cca noted that the meter was being used for the first time. The issue was resolved with training. Replacement products were sent to the patient and subject products were requested back for investigation. This complaint is being ruled out due to the following conclusions: there is no indication that the product caused or contributed to a serious injury. The patient¿s symptoms did not correlate with lfs¿s definition suggestive of severe hypoglycemia or hyperglycemia (and did not receive any form of medical intervention). In addition, there was no evidence that the product malfunctioned. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.